Manufacturer narrative:
The facilities maintenance replaced the side rail release latch to repair the bed.

Event description:
Information received indicates the left intermediate side rail will not latch.